Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line disconnected from the cartridge. Customer's blood glucose level was 565 mg/dl. The customer administered a bolus and manual injections. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.